Manufacturer narrative:
These are the only details available at this time. Both the nurse and the co are implicated in the lawsuit, and the manufacturer has been told they are not allowed to contact them for further details.

Event description:
On 05/16/2007 the manufacturer was served with a lawsuit which implicated the manufacturer's device was involved in the death of a patient. This lawsuit is the manufacturer's first notification of the alleged incident. The only details made available are as follows: in mid 2005, pt was released to home health care after having a surgical repair to a torn right shoulder rotator cuff--with instructions to received IV morphine 2 mg/hour continuous and 2 mg bolus/ fifteen minutes (as necessary). The nurse came to the pt's house and set up the device. The nurse works under contract. Pt died at 4:35 p.m. That same day from toxic complications of morphine. This incident occurred. These are the only details available at this time. The model or serial number for the device are not available. Both the nurse and 1st america are implicated in the lawsuit, and the manufacturer has been told they are not allowed to contact them for further details.